Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that emerald syringe 5ml 24x1 an was cracked. This occurred on 2 occasions. The following information was provided by the initial reporter: dr was using emerald 5 ml 24 g, when she filled the injection from vial the medicine went waste because the syringe barrel was crack which was not visible at the time of filling the medicine it happened twice with her.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿cracked barrel¿ with lot number 363344 regarding item # 307757 the complaint could not be confirmed, and the root cause is undetermined. The DHR of lot number 363344 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. No sample or photographs of the defective product was shared by the customer along with the registered complaint. The investigating team has carried out the simulation of the defect on the retention samples of material number 307757 of lot number 363344. The defect could not be confirmed as no defect found in any of the retention samples and due to lack of original defective samples or photograph. Bd was not able to duplicate or confirm the indicated failure as no samples or photos were returned.

Event description:
It was reported that emerald syringe 5ml 24x1 an was cracked. This occurred on 2 occasions. The following information was provided by the initial reporter: dr was using emerald 5 ml 24 g, when she filled the injection from vial the medicine went waste because the syringe barrel was crack which was not visible at the time of filling the medicine it happened twice with her.